Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Externalized conductors due to external and internal insulation abrasion were noted at 24.5-32.2cm from the distal end. The etfe coating was intact at this location.

Event description:
It was reported that during device change-out for normal eri, externalized conductors were observed under fluoroscopy. No electrical anomalies were noted. The lead was explanted and replaced without any complications. Patient condition was good.